Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the date of the replacement was when they were there for the procedure. Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the information was confirmed with the hcp. On (B)(6) 2023, the patient dosage went back to the original dose, and they are doing well. He questioned if the catheter came loose during a replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system. The pump was used to deliver fentanyl at a concentration of "5000mcg". It was reported that a catheter dye study was performed and was unsuccessful. It was unknown why the catheter dye study was performed. The catheter and pump were replaced on (B)(6) 2023. The pocket was opened and the pump and the 8578 catheter was were completely disconnected from the spinal segment. The spinal segment was sutured and a new 8780 catheter was inserted uneventfully. At the time of this report, the issue was resolved and the patient status was "alive-no injury". There were no environmental, external , or patient factors that may have led or contributed to the issue. The previous fentanyl dose was 861mcg/day and the new dose was 120mcg/day. The patient's weight and medical history were asked but would not be made available.

Manufacturer narrative:
Concomitant medical products: product ID 8578 lot# hg1ce2g02, implanted: (B)(6) 2016 explanted: (B)(6) 2023, product type catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 22-sep-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.